Event description:
It was reported that during the procedure, twisting of the guidewire was ineffective. The subject guidewire was then withdrawn from the body, and a fracture at the tip of the guidewire was observed. Resistance was encountered at the mca (middle cerebral artery) m1 segment during the procedure. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.